Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It has been reported that during surgery, water leaked at/under the valve of a progav 2.0 shunt system (#fxv434t). No patient unvolvment. The complained product was not yet sent to the manufacturer for investigation.

Event description:
It was reported that a progav shunt system (#fv434t) was leaking during operation. No patient complications were reported. The complained product was now sent to the manufacturer for investigation.

Manufacturer narrative:
Conclusion information: visual inspection: during the investigation, blood-tissue residues on/in of all the returned components, but no visible defects were determined. Permeability test: a permeability test has shown that all components are permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: not applicable due to the determined blockage. Brake function test: the brake functionality test has shown that the brake function operates as expected. Results: we would like to point out in advance that the product sent in was not submerged in liquid at the time of delivery. Although the solution which was used to test the permeability of the valve prior to implantation, it have dried out during shipping. This impaired the function of the valve and a meaningful evaluation was not possible. According to the investigation results, a blockage was found in the progav shunt system. Dry residues are likely to have caused this. The complaint "leakage" cannot be confirmed during the exmaniation. No leakage was detected. The record of our production data showed that the product was in perfect condition at the time of delivery. The examination of the return has been completed with the drafting of this report.

Manufacturer narrative:
Conclusion information: a comprehensive investigation was not possible, because no product was returned. The investigation is restricted to the traceability and visual inspection of the video. Based on the production records and the customer's video, a defect at the time of delivery of the progav shunt system can be excluded. The traceability of the quality assurance records shows that the valve was in perfect condition. Therefore, it can be ruled out that this type of damage occurred during the manufacturing process. In similar complaints where we were able to examine the products, we found that the most frequent cause of this type of damage to the kink protection is the use of improper instruments when handling silicone catheters. To prevent such damage, the use of tube clamps is recommended.

Event description:
At the time of writing this report, the product has not been sent in for investigation. According to information from colleagues on location, the product will also no longer be sent in. We are therefore closing the incident with this report.